Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-01961. During a follow-up, there was a high pacing threshold on the right ventricular lead and there was noise on the atrial lead that resulted in automatic mode switching (ams). The leads were capped and replaced during a normal device replacement procedure and the patient was stable.